Event description:
Boston scientific crm received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced 8-10 seconds of asystole during the threshold test. The clinician began the test with the wand and did not realize that the programmer had automatically switched to rf. He removed the wand, but the test continued. The patient experienced a hypoxic seizure and fell of the table due to the asystole. The patient was not injured. The clinician commented that the programmer should provide better feedback that rf telemetry was in use, as the indicator light was hard to see and the 'remove wand' message was not enough of a reminder. He believed the competitive programmer was more clear, and would like to see a full screen message on the boston scientific programmer that would require acknowledgement of ending wanded telemetry and beginning rf telemetry.

Manufacturer narrative:
As of today, available information suggests this device remains in service without further complication. Should boston scientific receive additional information related to this clinical observation, this event will be reopened and updated. The device was subsequently explanted over three years later for normal battery depletion. Upon receipt at our post market quality assurance laboratory, a thorough device evaluation was performed. To determine if the device was depleting normally, a laboratory technician used an engineering level longevity prediction calculation to assess the rate of battery depletion of the device. The device did meet the longevity expectation with 115% expected lifetime and 111% cell capacity. Having exceeded the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced battery depletion within the normal tolerance for this model. The reported clinical observations could not be confirmed. This product issue will be updated if additional information is received.